Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, before an unknown procedure, a hair was found inside the sterile packaging of a flexor ansel guiding sheath. The device did not make patient contact. Another of the same device was used to successfully complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the device was completed as well. The customer returned one prior to use flexor ansel guiding sheath to cook for investigation. Upon visual inspection a hair like fiber was noted inside the opened outer pouch. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. The product IFU provided the following information: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing and quality control documents were conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Upon review of the dmr, DHR, and IFU, and investigation of the returned device, cook has concluded that the device was manufactured out of specification. At this time, cook has concluded that this was an isolated incident and that no non-conforming product from this lot exists in house or in the field. The complaint was confirmed based on customer testimony and examination of the returned device. Cook has concluded that the cause of this failure is a manufacturing and quality control deficiency. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation- vascular coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, before an unknown procedure, a hair was found inside the sterile packaging of a flexor ansel guiding sheath. The device did not make patient contact. Another of the same device was used to successfully complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence